Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to aseptic loosening of the cup and pain. During the procedure the cup, liner, and head were removed and replaced. No further information has been provided.